Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the patient has been experiencing a decrease in hearing performance with her right ear, when turning her head to the left. No change in health or head trauma was noted.